Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient was on impella rp support post left ventricle assistance device. The patient's lactate dehydrogenase (ldh) increased to above 900 after the rp was placed. The impella was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Section b5, g2 and h6 were updated as per additional information received.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured mechanical hemolytic anemia with a "probable" relationship to the impella device used: due to rp impella bilis elevated, potentially worsening secondary to hemolysis supportive care. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation for the hemolysis/hemolytic anemia has been completed. Data logs were reviewed which showed pump ran without issue for entire case. There were some suction alarms in early of the case but were resolved quickly. No positioning alarms were triggered during support. Product was not returned for review. The root cause of hemolysis/hemolytic anemia was unable to be determined as limited clinical details were provided and no product was returned for review. The instructions for use for the impella rp smart assist system with automated impella controller states the follwowing: section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ added- h6 clinical code 1886, h6 component code 925 d4-corrected model number f6/f8 should have been left blank in the initial report -1220648-2024-06863.

Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was filed. The product was not returned for investigation. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.